Event description:
It was reported that during surgery but prior to use, as it did not reach the patient, the product was opened and a hair was found inside the packaging. There was no harm or delay reported. Due diligence is complete. No additional information available. Product evaluation investigation confirmed presence of foreign material . No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source foreign: canada. The investigation is complete. This is an initial final report submission. The device was returned opened but unused, in the original tyvek tray. Visual inspection confirmed there was a hair on the handpiece. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.